Event description:
It was reported that the patient passed away due to right ventricular (rv) failure. The pump worked as intended and the patient's outcome was not device or therapy related. The rv failure did not exist prior to left ventricular assist device (lvad) implant. The patient experienced shortness of breath and had cardiac and circulatory troubles. The patient needed cardiopulmonary resuscitation (CPR), but ultimately expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the report of right ventricular (rv) failure could not conclusively be established through this evaluation. No autopsy was performed, and (B)(4) was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. "Patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement.(under caution) states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.